Event description:
Senseonics was made aware of a hypoglycemia event and complained of sensor inaccuracies. User reported that the event happened on 27 jun 2022 at around 03:28 pm. User mentioned that the sensor glucose reading was 115 mg/dl where as blood glucose (bg) reading was 53 mg/dl. Patient was symptomatic (slightly dizzy), but did not seek any medical attention, and was able to self resolve the incident.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available on data management system (dms). Based on the investigation, the sensor was settling after insertion on june 23, 2022. As the sensor was settling, there was temporary mismatch that was observed between the sensor readings and fingerstick measurements during early sensor wear. At the time of the event on june 27, a calibration entry of 53 mg/dl was entered at 3:28 pm cet and upon completion of the calibration entry, the system caught up to the calibration entry at 3:48 pm cet, when the sensor reading was 59 mg/dl. At 3:48 pm cet, the system asserted the hypo alert, thus mitigating the mismatch. The sensor behavior observed at the time, demonstrated the inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. Following the event, the user reported the system was performing better and there was better agreement between the sensor readings and the fingerstick measurements. The current system performance is within expectations and the system is performing well.